Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient expired after an implant duration of approximately 3 weeks due to septic shock. Per the information provided by the hcp, this valve was initially placed for endocarditis. The surgeon noted that this device did not cause or contribute to the patient's death. No other details were reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: due to patient privacy regulations, the health-care provider was not able to release any additional information regarding the event (e.g. Operative report, discharge summary). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Septic shock is the severe end result of an overwhelming infection. It has multiple etiologies depending on the source of infection. It was indicated that this patient initially had this valve implanted for endocarditis. Unfortunately, the source of the infection was not provided. No further actions are possible with the available information.